Manufacturer narrative:
On (B)(6) 2020, during returned device evaluation, the thermogard ivtm system (serial #(B)(4) sensors did not detect drop-in air trap fixture and also, it displayed "m ID:09 (air trap assembly) error message. The root cause of the sensors did not detect drop-in air trap fixture and "m ID:09 error message was due to overflow of saline into the air trap chamber, likely caused by user mishandling. After cleaning and drying up components on the sensor pcb, the thermogard system detected the drop-in air trap fixture, and mid 09 error was no longer displayed. During visual inspection, no physical damage was observed. After service repair completion, the thermogard system was re-evaluated and passed all functional tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard ivtm system (serial #(B)(4).

Event description:
On (B)(6) 2020, during returned device evaluation, the thermogard ivtm system (serial #(B)(4) sensors did not detect drop-in air trap fixture and also, it displayed "m ID:09 (air trap assembly) error message. No patient involvement.